Event description:
The reporter stated that the surgeon was inserting a cq2015 three piece collamer lens into patient's eye and the lens tore. The surgeon removed the lens without enlarging the incision and replaced it with another model lens. No patient injury.